Event description:
The device was used during a laparoscopic cholecystectomy. It was reported the scrub nurse assembled the device on a hp051 with the wrench. The dh085 reportedly continued to be loosened on the hp051 and the insulation was loose. It was reported the insulation appeared to have melted. There was no consequence to the pt.